Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 2 months post implant it was reported that the pt had hemolysis parameters. The pt's lactate dehydrogenase (ldh) was elevated to 1548 u/l and hyperbilirubinaemia was suspected as "t-bill was greater than 2 mg/dl." On (B)(6) 2013, while in the hosp the pt suffered an embolism in the right hemisphere and the pt's symptoms included "left corners of the mouth descent." At the time of the event the pt was on warfarin, heparin, and aspirin (asa). The pt did not received any surgical treatment or medication in response to the event. On (B)(6) 2013 while in the hosp, a CT scan revealed that the pt suffered an intracranial hemorrhage in the left hemisphere and the pt was in a coma. The pt did not receive surgical treatment; however, the pt did receive medical management.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined. The pt remains on lvad support with the pump. A review of device history records showed no deviations from mfg or qa specifications that would affect device function or performance. No further info is available. The MFR is closing its file on this event.